Event description:
Caller reported an issue with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear. Caller successfully started their sensor session.